Event description:
It was reported that during routine follow-up, high capture threshold was observed. Patient was asymptomatic. Lead was explanted and replaced when repositioning was unsuccessful. The procedure was completed without complications.